Event description:
It was reported that customer did not see drops of insulin at end of tubing during Fill Tubing step of Load Sequence and had already used more than (b)(4) units of insulin trying to fill tubing. There was no reported adverse impact to customer's blood glucose. Technical Support instructed caller to disconnect tubing at t:lock and fill tubing, then guided caller through filling and loading new cartridge on pump, and issue was resolved when drops of insulin were seen at end of tubing and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.